Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The unit was tested with olympus test jigs and gas tank, in a burn-in process approximately three (3) hours without any air leaks detected. In addition, the following non-reportable malfunctions were found during the device evaluation found front panel was damaged, front and bottom chassisies were deformed. The front pinch valve unit found chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the high flow insufflation unit had a large internal leak. The issue was found during maintenance. There was no patient involvement.